Event description:
A customer contacted baxter's technical service center regarding a small air bubble in the patient line on the homechoice (hc). The home patient (hp) reported the air bubble was located in the patient line as the line exits next to the door and was the size of a small pea. Hp does do an initial drain. Tsr explained that the bubble will go out the drain as soon as he starts draining. No patient injury or medical intervention was reported.

Manufacturer narrative:
(B)(4). Sample availability is unknown at this time. A follow-up MDR will be submitted if additional information becomes available.